Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket. The physician explanted and replaced the ipg because electrocautery was used during the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. This is the final report.